Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer called in stating that the meter is giving her high results. Customer states that the meter gave her a result of 490mg/dl non- fasting on (B)(6) 2017 which resulted in her going to the hospital. While at the hospital, her blood glucose was checked with a different meter and a result of 190mg/dl obtained. She does not know what the diagnostics was. She did not receive any new treatment stating that they recommended that she goes to her doctor who increased her insulin and suggested that she obtained a new meter. The customer left the hospital on (B)(6) 2017. Customer denied having symptoms of hyperglycemia and hypoglycemia at the time of call. We were not able to obtain the last 5 results in the memory of the meter because customer states that the meter is not working, however we were able to obtain the first two results from the memory of the meter. Customer declined to perform the back to back blood test. Time and dates were not set. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/14/2017 and open vial date is 02/14/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).